Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix second implant did not deploy. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H2: additional information on d9. H3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator button was in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.